Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr was revising due to anterior knee pain. Noticed a little bit of bone missing underneath the patella, at the cemented surface. He removed the patella, and replaced it and filled the void with cement. Upsized the insert, while in there just for stability."